Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead caused the patient to experience diaphragm stimulation. An acute rise in threshold was also noted. This lead was suspected of perforation. This lead was surgically explanted, and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm high capture thresholds allegation based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. The perforation and muscle stimulation cannot be confirmed by product analysis. Further, known inherent risk was selected based on the field report of perforation or pericardial effusion or cardiac tamponade - which are known risks associated with medical procedures involving implanted cardiac leads.

Event description:
It was reported that this right ventricular (rv) lead caused the patient to experience diaphragm stimulation. An acute rise in threshold was also noted. This lead was suspected of perforation. This lead was surgically explanted, and a new lead was placed. No additional adverse patient effects were reported.